Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Physician attempted to use an inpact admiral dcb balloon with a 6fr non-medtronic sheath and a 35 non-medtronic guidewire during treatment of a 136mm plaque lesion in the patient¿s mid superficial femoral artery (sfa) <(>&<)> popliteal artery. Moderate vessel tortuosity and little vessel calcification were reported. Lesion exhibited 80% stenosis. Artery diameter reported as 48mm. There were no abnormalities reported in relation to anatomy. There was no damage noted to packaging, i.e. Shelf carton, hoop/tray. No issues were noted when removing the device from the hoop/tray. IFU was followed and the device was prepped without issue. Embolic protection was not used. A non-medtronic pressure pump was used for balloon inflation. The device was passed through a previously deployed stent. No resistance was noted during advancement. A pin hole balloon burst was noted during balloon inflation at 4atm. Issue occurred on first inflation. A replacement 5x150mm non-medtronic dcb balloon was used to complete procedure. No patient injury reported.

Manufacturer narrative:
Video review: a 10 second video was received from the account for review, from this video, two still images were taken for review. The first image shows the user holding the distal section of the balloon. Blood is visible in the balloon. Image two shows the user holding the distal section of the balloon. Blood is visible in the balloon. In this image, liquid can be seen exiting the balloon on the proximal cone. Device evaluation: the device returned with balloon folds intact. The balloon failed negative prep. On pressurisation of the device, liquid was observed exiting the balloon proximal cone. The balloon failed to maintain pressure. Upon visual inspection of the device, a pinhole was observed on the balloon material, on the balloon proximal cone. No other damage evident to the remainder of the device. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.